Manufacturer narrative:
The facility did not return the impella lp 2.5 pump product for investigation; therefore, the root cause of the bleeding was unable to be determined.

Event description:
The complainant reported an (B)(6) female presenting with pre shock and ejection fraction (ef) 30%, left main trunk (lmt) lesions and non-invasive blood pressure (nibp) 80-90 units. The impella lp 2.5 pump was inserted in the right femoral. The doctor sent the patient for a percutaneous coronary intervention (pci). Hematoma and oozing was noted at the insertion site with blood pressure lowering and two (2) units of red blood cells (rbc) were administered.